Event description:
"Life threatening - crash carted and" "put in isolation for 3 days in straight jacket, fought back" and "was told I was held for 9 months because I was sick & the doctors had a new study grant." Rptr was disabled to the extent that they have never regained their memory and could not find employment. "The required intervention has been psychiatric treatment that has never diagnosed my seizure disorder which began when I was 19 years old. Hospitalization could have been much shorter and a correct diagnosis made. The state and medicaid has paid for all of this treatment." Rptr is now enrolled with a psychiatrist and a neurologist with the correct diagnosis and medication. "I was told at the time that the doctors did not know for certain what was wrong with me. I was strongly encouraged not to report this event, and that I was given 21 or twice (2x) the normal amount of shock treatments. I have just recovered a great deal of my memory, received the proper treatment and found medwatch. Fraud is a factor in this event; malpractice, loss of income, abuse, non-compliance to federal grants." "My exclusion from life insurance & other health insurances; I have suffered public liabilities and penalties, I have no access to documentation, there has been possible embezzlement and monitary laundering, and wrongful disclosure. I think that I was made to sign a paper that I would not sue."